Manufacturer narrative:
Mentor became aware of an event detail that was erroneously indicated in the initial report. The h10 section indicated that a manufacturing record evaluation (mre) was in progress; however, a manufacturing record evaluation was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with 420cc mentor smooth round high profile saline breast implants on or around (B)(6) 2011. In (B)(6) 2019, the patient suspected that her implants were damaged/deflated due to feeling ill. The patient reported that she experienced chronic inflammation, fatigue, lymph node issues, joint pain, sharp shooting pains through her breasts (particularly on the right side), locked-up chest and back, numbness in her chest and back, and constricted feelings in her chest and back. The patient reported that her symptoms began to worsen over the past few months. During (B)(6) 2019, the patient stated that her inflammation and nausea were so bad that she couldn't walk for three days. She also mentioned that when she bends over, she can see ripples in both of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.